Event description:
The customer reported that the foot bar detached from the table and fell off. No harm to patient was reported connected to the foot bar. A discomfort reported was caused by barium study.

Manufacturer narrative:
Ref. ID: (B)(4). Philips field service engineer (fse) investigated on site and inspected foot rest. Fse could not reproduce failure. The foot rest was replaced. The investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA.

Manufacturer narrative:
Ref. ID: (B)(4). Easydiagnost eleva is an x-ray unit for nearby controlled digital and conventional fluoroscopy and radiography. The footrest is an accessory which can be attached to the table top via two locks. When the table is tilted up to 90°, the patient finally standing on the footrest, which holds his weight. When the footrest is not locked into place on both sides, it can slide off the table when the table is tilted up. Philips field service engineer investigated on site. The footrest was checked and no mechanical fault could be found, the problem could not be reproduced. The field service engineer decided precautionary to exchange the footrest. The instructions for use clearly warn the operator (danger! Mark) that upon footrest mounting the correct locking must be checked and it is described how this is to be done. This case is considered to be a user error. Risk estimation revealed acceptable risk per risk benefit analysis. This issue is further monitored and trended.